Manufacturer narrative:
Brake cam.

Event description:
It was reported by svc report that the brakes would not lock and the right side rail would not latch properly. No pt involvement or adverse consequences were reported.